Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. Cystoscopy found that the cuff had caused atrophy which eroded into urethra. A revision surgery was performed in which the whole aus system was removed. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the ams 800 artificial urinary sphincter (aus) occlusive cuff, pressure regulating balloon and control pump underwent a thorough analysis. The three components were visually and microscopically examined, additionally the balloon and cuff were leak tested. No anomalies were found with any of the components. Based on the information available and analysis results, the aus device was functioning as expected per specifications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. Cystoscopy found that the cuff had caused atrophy which eroded into urethra. A revision surgery was performed in which the whole aus system was removed. No additional patient complications were reported.